Manufacturer narrative:
Additional information: based on the additional information received, the reason for the exchange was glare, halos, and double vision, which were received on 01/31/2024. The following codes have been added to reflect the new information: section h6: health effect: clinical code: code: 2227: halo. Section h6: health effect: clinical code: code: 4802: diplopia/double vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded monofocal toric intraocular lens (iol) was explanted from the patient¿s right eye. The iol was explanted in a secondary surgical procedure due to complaints of positive dysphotopsia. Surgeon does not believe the lens is at fault. He believes it¿s the patient¿s pathology having ms, positive dysphotopsia and being more prone to glares as a result. He extracted and then replaced the lens of the right eye with a non-j&j iol. There was no patient injury or suture, and a vitrectomy was needed. No further information is available.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.